Manufacturer narrative:
A ge representative instructed the customer how to repair the system. The repair details were unavailable. The system operates as intended.

Event description:
The customer reported that the 8800 system intermittently locked up. No pt injury was reported.